Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from france reported autostainer volume detection issues. The field service engineer inspected the instrument and replaced the probe which resolved this malfunction. This issue was observed on some reagents. The customer finished the process manually. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.